Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate investigation summary: the complaint device was received and evaluated at the service and repair center. Per operational and diagnostic analysis confirmed the reported issue of console vapr, sometimes does not turn on, the screen is black. Hence, this complaint can be confirmed. The root cause of the failure was determined to be a damaged keypad membrane. The keypad membrane was replaced to address the reported issue. Further deficiencies were found to be impairing the functionality of the device. The unit displayed error code 200 ref 68, and this was due to a bad psu board. To address this issue, the psu board was replaced. Additionally, the missing dust cover was replaced. Minor scratches on top plate, base plate and fascia did not require repairs. The software was upgraded. The repair and testing of the unit was completed bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Furthermore, legacy manufacturing no longer exists, hence a manufacturing record evaluation is not possible. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the vapr vue generator sometimes does not turn on, the screen is black.